Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and failed due to a damaged usb connector. A receiver charge and boot was performed and failed due to receiver not turning on. The receiver case was opened and an internal visual inspection was performed and failed due to moisture damage. Confirmation of the complaint was undetermined. The probable cause could not be determined.